Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in a diagonal branch. After a guidezilla guide extension catheter was crossed the lesion, a 2.50 x 20 synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was advanced to treat the lesion. When the stent was retracted for repositioning, the stent was caught on the guidezilla. The stent was deformed or partially separated from the balloon catheter. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.